Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The procedure was discontinued, the final mr was reduced. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026, the patient returned with recurrent mr of grade 4+. A transthoracic echocardiogram (tte) was preformed where it was visualized that the clip remained stable but a anterior leaflet prolapse was visualized lateral to the implanted clip. It was reported that on (B)(6) 2026, the patient presented with grade 4+ degenerative mr and an anterior leaflet prolapse for a secondary mitraclip procedure. During the procedure, a mitraclip nt was successfully placed on the anterior-posterior leaflets, parallel to the previously implanted mitraclip. During deployment, the clip was unable to be detached from the cds shaft. Significant troubleshooting was preformed, after multiple attempts by manipulating the dc handle, and with a stronger upward pull, the clip finally detached from the shaft. During this, the mitraclip had a single leaflet detachment (slda) and the clip was no longer attached to the posterior leaflet. A posterior leaflet tear was visualized. There was no additional space to implant additional clips so the procedure was discontinued. The final mr remained at grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation clip deployment and incomplete coaptation could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult deployment, slda, and tissue injury were due to procedural circumstances. The reported unchanged mr was likely due to the reported slda and tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a